Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that emergency services were called and the customer was taken to the emergency room due to an elevated blood glucose (bg) level of 580 mg/dl. Subsequently, the customer was admitted to the hospital. Reportedly, due to the reported event the customer sustained two broken toes. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted in the hospital. The cause for the reported event was unknown. Additional information was not provided, and the customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate method for continued insulin therapy.